Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had a blank display. The customer¿s blood glucose level was 41 mg/dl and 75 mg/dl. The customer reported that the pump turned off and did not turned on. The customer reported that they changed the battery and did not worked. It was reported that the troubleshooting was performed and the insulin pump turned off and was unable to turn it on. The customer was advised to discontinue use of the pump and to revert to her back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No missing segment/partial display anomaly, no blank display anomaly noted during test and device passed the delivery accuracy test noted. (B)(4).